Event description:
It was reported that a pt was received with severe pneumonia. ECMO was initiated at 13:00 pm on (B)(6) 2014. Blood was observed leaking from the co2 outlet of the device. On (B)(6) 2014, 13:00 pm the pt expired. Total estimated blood loss was approx 300 ml. A blood transfusion was administered during ECMO support. The set was not replaced due to the pt's condition. The death is not being associated with the device, but rather the severe pneumonia. ECMO: extra corporeal membrane oxygenation. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the qual control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new info becomes available. Add'l info: the product mentioned is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510 (k): k101153.